Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# v498894, implanted: (B)(6) 2010, product type: lead. (B)(4) applies to both the ins and the lead as do all fdp and device codes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation experienced a return of symptoms. The patient had the lead and ins explanted and replaced and the symptoms resolved. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.